Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the instrument channel of the device tested positive for gram-negative bacilli (80 cfu). The device had been reprocessed with a non-olympus automated endoscope reprocessor, endostream esr-200, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc was could not confirm the manufacturing history(DHR) of the device because the device was not returned to omsc and the serial number was unknown. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by insufficient customer's reprocessing. If additional information becomes available, this report will be supplemented.